Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., d.9., h.3., h.6. Device evaluation: visual analysis of the returned device identified: opening. Leak test was performed and found opening on posterior. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: two sharp openings on posterior and anterior assessed as unidentified (tear) opening.